Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was implanted for bilateral occipital pain (off label indication), placed in the right scapular region, along with two percutaneous peripheral leads positioned over the branches of the occipital nerve. The patient has experienced clinical improvement in pain control. However, over the past few months, the patient has developed significant difficulties communicating with the device using both the patient controller and the recharging system: the patient was frequently unable to locate the device with the controller. The recharging system was also unable to detect the device, preventing proper recharging. All standard troubleshooting measures have been attempted without success, including: optimizing controller positioning and proximity, reinforcing proper recharging technique, ensuring correct antenna positioning, fully charging the controller. On physical examination, the ins was palpable at approximately 1 cm depth, does not appear tilted, and shows no abnormal positioning. During the past week, tests were performed using new accessories, including a new patient c ontroller and a new recharging system. Under these conditions: the only way to communicate with the ins using the controller was by placing it very close to the scapular area. The recharging system was still unable to detect the device. Charging was only minimally possible and behaves as if the device were in a deep discharge state, despite confirmation that the ins still has battery charge. Importantly, communication via the clinical programming tablet was normal, and there were no issues interrogating the device using the programmer. Additionally, some lead contacts currently show impedances out of range. While this may not be directly related to the communication and charging issue, I wanted to document it for completeness. The treating physician was requesting our support in understanding this case and is seeking guidance on possible causes that could explain: the difficulty detecting the device with the patient controller and the inability of the recharging system to consistently identify and charge the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant could not be found and was unable to be recharged. There were no apparent factors that may have led or contributed to the issue. It was noted that the device was implanted at the shoulder blade level, but it did not seem to be deep or rotate in the device pocket. A new patient controller and recharger system was used, but the issue still continued. There were no interventions at the time of the report, and the issue was not resolved. There were no patient symptoms or complications associated with this event. Medical or surgical intervention was not needed to prevent permanent impairment of function. The device did not lead to or extend patient hospitalization. There was no injury as a result of this event.

Event description:
Additional information was received. The out-of-range impedance measurements were between the range of 20-40 kohm. On the rx images, was detected a tortuous lead trajectory that could damage them. The leads are implanted in the peripheral occipital region. Other contacts electrodes were used for stimulation, and no planned actions have been set to resolve this. A consultant to the ts neuro was being elevated. Video clips were provided showing ¿the searching for devices screen¿ and screen 16 ¿device not found¿. The controller would state charging ¿excellent¿ when close to the patient, but when the controller was moved away, screen 16 appeared. The field reps were recently able to examine the patient¿s device on site. Please find attached two videos that demonstrate the current behavior of the system. (Video clips were provided showing ¿the searching for devices screen¿ and screen 16 ¿device not found¿. The controller would state charging ¿excellent¿ when close to the patient, but when the controller was moved away, screen 16 appeared.) They would appreciate technical services (ts) guidance on how to proceed, as the team have already discussed the possibility of replacing the ins with the specialist. Last week, the team performed a more detailed analysis of this case. Below is a summary of the most relevant findings from the evaluations conducted: tablet interrogation: as previously mentioned, interrogation using the tablet was possible. However, they observed something the distributor had not identified before: that to maintain communication, the communicator must remain almost directly against the pocket of the ins. If the communicator is moved more than 15 -20 cm away, communication was lost / interrupted. These tests were performed using two tablets, each with its own communicator, and the same result was obtained in both cases. The patient controller interrogation: reading was only possible when the controller was almost directly against the ins pocket. Tests were performed using the patient¿s controller and two additional new controllers, and the same issue was observed in all cases. A video of this test is attached. Ins recharging was possible and the coupling quality was good/excellent. However, to establish communication with the device and view the recharge status, coupling quality, andother parameters, the controller had to be almost directly against the device pocket. When moved away, communication was lost. Tests were performed both with the patient¿s accessories and with two new sets of controllers / rechargers, and the same result was observed. A video of one of the recharge tests was attached. As previously noted, the ins is palpable from the surface of the skin, with an estimated depth of no more than 1 cm. With this additional information, they believe it would be valuable to consult with ts again, as they need to move toward a resolution for this issue. Ts responded that since the ins loses the connection consistently with multiple controllers and rechargers, the next step would be to replace the ins. Ts didn¿t want to make any assumptions, so the ins should be returned for analysis. The analysis lab can evaluate the device and provide a report with their findings.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: n/a, product type lead; product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: n/a, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additioanl information was received from the rep. The lead serial numbers and implant date were provided. It was reported that no decision had been made yet regarding next steps such as ins replacement and/or lead replacement/relocation.